Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from the review, a supplemental medwatch will be filed.

Event description:
It was reported that following a coronary artery drug eluting stenting treatment procedure the pt underwent a target vessel reintervention. An unk size taxus express2 stent was placed in the proximal rca (right coronary artery) on an unk date. The pt presented in 2009 with a history of dyspnea for one month becoming more frequent on exertion with some accompanying chest tightness. A reintervention was performed with predilation using a 2.0x20mm maverick2 balloon and placement of another manufacturer's 4.0x23mm bare metal stent in the mid rca resulting 18% residual stenosis.